Event description:
It has been reported to the company that the guide catheter kinked and fractured during the procedure. The physician attempted to advance the catheter without a wire in place and the guide catheter kinked. The physician then turned the catheter counter clockwise and could see on the fluoroscope the shaft of the guide catheter had separated. The patient's pressure dropped and the physician attempted to remove the catheter and could not. The physician then turned the catheter counter clockwise and pulled the whole sheath/catheter/guidewire combination simultaneously. The guide catheter elongated and fractured during the removal. After reentering the femoral artery with a long sheath the physician inserted another guide catheter (same item number) to complete the case. The patient is reported to be fine.